Manufacturer narrative:
(B)(4), 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician identified that the associated ventricular lead was dislodged on (B)(6), 2011. An intervention was performed on (B)(6), 2011 to reposition the lead, and after reconnection of the lead to the subject device, the physician noticed blood inside the connector port. The physician then disconnected the lead and indicated that no blood was confirmed on the stylet after lead manipulation. Another pacemaker was subsequently implanted. The following ventricular data was reported: at implantation : threshold 0.4v/0.4ms, impedance 670 ohms (at threshold measurement), r wave amplitude 7.3mv, at one week post-implant check : threshold 1.25v/0.35ms, impedance 429 ohms, r wave amplitude 8.23mv, at follow-up on (B)(6), 2011 : threshold 2.25v/0.5ms, impedance 451 ohms, r wave amplitude 4.06mv, at intervention: threshold 1.7v/0.4ms, impedance 404 ohms(at threshold measurement), r wave amplitude 8.8mv.